Event description:
The customer reported a leak inside the coulter lh 500 hematology analyzer. The volume of the leak was about 10 cc and was not contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were reported as a result of this event.

Manufacturer narrative:
The field service engineer (fse) found a hole in the tubing through pinch valve pv37 between fittings ff107 and ff124. The fse replaced the tubing through pinch valve pv37 and the leak was fixed. The repairs were verified per established procedures. (B)(4).